Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that device was prepared as indicated in the IFU. The procedure was completed using spring coil embolization. A dense mesh stent was not used. The cause of the issues was not determined. The resistance was in the proximal part of the microcatheter. The stent tip was observed to be deformed. There was kink damage to the distal end of the microcatheter. Multiple pipelines were not being used when movement occurred. During the deployment of the catheter tip, there was movement due to tension and the device jumped. The microcatheter was in place and then immediately the stent was in place the premature deployment occurred. When the stent was deployed, the catheter and stent shifted. After repeated adjustments to the stent position, the microcatheter and stent were found to be kinked and damaged. The pushwire was not rotated or pulled back at anytime during the procedure. The distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend at the time, and no additional steps or devices were used to open the pipeline.

Event description:
Additional information received that the damage to the pipeline was first observed when first deployed/ during the resistance/pushing attempts.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge (m-84083 m-84081) camera ( panasonic lumix dmc-zs5), 0.0260¿ mandrel as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shopping box, within a sealed plastic biohazard pouch, and within their opened inner pouches. Pipeline flex pusher returned further within introducer sheath. Already detached braid returned within the phenom-27 hub/proximal micro catheter. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 hub. The phenom-27 catheter body was found accordioned between ~6.5cm and ~9.0cm form the proximal end (figure d). No damages were found to the marker bands or distal tip. The phenom-27 micro catheter was cut to remove the braid (figure g). Both braid ends were found fully opened, damaged and frayed (figures f & I). The pipeline flex proximal pusher was found bent at ~37.0 m from the proximal end (figure j). The hypotube was found stretched (figure k). The distal delivery wire was found separated from the hypotube proximal to the wire weld (figure l). The resheathing pad, proximal bumper and resheathing marker were found loose on the distal wire and found undamaged (figure l). The ptfe dps sleeves were found undamaged. The tip coil was found undamaged. Testing/analysis: the micro catheter was cut to remove braid. The separated distal wire was sent out for eds analysis. Resistance testing could not be tested as the phenom-27 was cut to remove the device. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was not confirmed, however, it could not be ruled out. Possible causes are frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. Customer reported devices were prepared and flushed per IFU, patient vessel tortuosity as severe, and pipeline was not placed within a vessel bend. The likely cause could not be determined. From the damages seen on the braid (damaged/frayed); hypotube (stretched), distal wire (separation), catheter (accordioned); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the phenom-27 catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against resistance. A review of the manufacturing process (mp1664, mp1647, mp1720, & vs2022) did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. The customer report of resistance was confirmed as the damages found is consistent with resistance. The phenom-27 was found accordioned, potentially contributing to resistance. However, it is also possible the damages occurred due to advancing/retracting the pipeline flex against the reported resistance. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that phenom catheter encountered resistance within middle section, and the pipeline ped did not open at distal section. It was reported that the patient was undergoing treatment for amorphous, unruptured posterior communicating artery aneurysm with a max diameter of 4.6mm and a 4.0mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 3.4mm distally and 3.9mm proximally. The access vessel was right femoral artery, with 7mm diameter. It was reported that during the procedure, to establish a pathway, first entered the stent a phenom microcatheter, then entered the embolization microcatheter into the aneurysm, first filled a spring coil, and then prepare to deploy the blood flow diversion dense mesh pipeline flex stent ped. The introducer sheath introduced the y-valve into the stent microcatheter for delivery. During the delivery, the operator said that the pushing felt more and more difficult. When it was pushed to the distal end of the dense mesh stent and the guide wire just came out of the microcatheter, it could not be pushed directly. Repeated operations still failed to push up the stent microcatheter and it fell to the proximal end. Continuing to adjust and pushed again, still no effect, the stent microcatheter continued to fall, the dense mesh stent pushing rod had been moderately deformed, the operator prepared to retrieve the dense mesh stent, readjusted the microcatheter for deployment, and used the introducer sheath to introduce the y-valve to retrieve the dense mesh stent. The retrieval process was still very strenuous and was retrieved slowly. When it was retrieved to a position about 10 cm proximal to the microcatheter, the dense mesh stent was detached in the microcatheter. It was noted that the pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event .

Manufacturer narrative:
Continuation of d10: product ID ped-375-20 ((B)(6)); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.